Event description:
A report was received that alleged a pt received a 2nd degree burn on her right arm that measured 10cm by 15cm. The warming device was on the pt's upper body during ankle surgery. The unit was set to 40 degree c. The unit did not give an over-temperature alarm. The burns were noticed when the blanket was removed from the pt at the end of the procedure and was on the pt for 90 min. No permanent adverse sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow up report detailing the results of the eval.